Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs test system and 3.3 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek xs test system: meter, test strip lot 20149735, exp 12/31/07, catalog #03555666001.

Manufacturer narrative:
Suspect device: coaguchek xs test strip.